Event description:
End user reports a false negative result when antigen typing a donor with orthotm sera anti-fyb, product fd153m, lot v231170, exp30jan23 using manual method.

Manufacturer narrative:
H10 : h3 - other - investigation performed on retained sample foron the same batch. Internal investigation consisted of both batch manufacturing record (bmr) reviews and investigative testing. Our investigation has confirmed that ortho¿ sera anti-fyb product fd153m lot v231170 to be fit for purpose therefore this complaint is not upheld. Alba biosicence reference number of this file is (B)(4).